Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at implant are unknown. It was reported that during a follow up CT scan an endoleak was observed at the level of the bifurcation on the right side of the stent graft. It appeared that a hole had developed in the graft. A pre-op angio was performed before the case and it was clear the graft had developed a hole. The physician decided to implant an aui 28mm graft up the left iliac artery. An amplatzer plug was then placed in the right iliac and a seal was obtained. A fem-fem bypass was performed and the patient was treated successfully. The physician suspects that a heart catheter may have been implanted and the hole in the graft was a result of that but could not be determined. No additional clinical sequelae were reported and the patient is fine. Review of returned films 3-1/2 years post-implant revealed that the bifurcated stent graft is positioned just below the renals. The ipsi limb and extension are in the right common iliac, and the contra limb and extension within the left common iliac. The proximal neck is straight, and the aortic body is also essentially straight. The max diameter aaa is 6cm and there is contrast seen near the flow divider. This appears to be a type iii fabric endoleak approximately 3 cm below the stent graft proximal margin, at the top of the aneurysm sac, a section of the struts appears to have pulled away from the aortic body. This is near the location of the observed endoleak, and may represent the location of a fabric tear and source of the observed endoleak. The cause of the suture tear and endoleak could not be determined from these images.

Manufacturer narrative:
(B)(4).